Manufacturer narrative:
One (1) photo was shared by the customer, where the top of the microclave is observed to be broken, and a section of the seal is shown. One (1) used list# mc33688, 4" connected to a used, trifuse ext set were returned for evaluation. As received the one of the claves was observed to be broken. The missing piece was not returned for evaluation, however a breach marks on the broken section was confirmed. No additional damage or anomalies were observed. The broken microclave was dissembled and an unknown dry solution outside the body and a parting coring on the seal was confirmed. A crack outside other 2 microclaves was observed. Complaint of one of the claves found to be broken can be confirmed. The probable cause of the partial coring is due to an incompatible mating device during use, this led to an outside leak on the microclave, causing degradation of material coming the lipids in contact with the plastic, facilitating the break due to an unintentional twisting force during use. Lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a 4" smallbore quadfuse ext set w/4 microclave® clear, 3 check valves, 4 clamps (3 white, red), rotating luer where the customer reported that during bed bath, clave of one of patient's medications found to be broken and draining into the bed. There was patient involvement, however, harm was not reported as a consequence of this event.